Manufacturer narrative:
From: beckman coulter (B)(4), to: beckman coulter (B)(4).

Manufacturer narrative:
No additional information was provided.

Event description:
Beckman coulter inc. (Bci) (B)(4) reported the no foam bottle leaked around the cap. No injury was reported.